Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. There was no obvious insulin odor noted. There was no moisture damage found on the electronics, motor, battery tube, vibrator, and reservoir compartment during the visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-57848.

Event description:
The customer reported via phone call that she kept getting different blood glucose readings on the insulin pump. Customer stated that the pump is leaking internally and there is insulin all over the place. Customer could not find where the leak was coming from for 2 days. Customer's blood glucose was over 600 mg/dl. Customer treated with a bolus from the pump. Customer cannot hold a syringe. Customer had to change the pump. Customer's blood glucose was 404 mg/dl at the time. Customer's current blood glucose is 453 mg/dl. Customer treated with the pump. Customer reported that the insulin exited at the quick release. Customer stated there have been changes made to the pump programming. Customer stated that the other night, the pump came off and she could smell insulin. Customer can't see where it is leaking. Customer also had blood glucose readings of 57 mg/dl and 54 mg/dl. Customer treated with a coke. Customer was advised that the pump will need to be replaced.